Manufacturer narrative:
Evaluation complete. See attached evaluation summary report.

Manufacturer narrative:
Device has not been returned for evaluation yet. A supplemental report will be issued if additional information is obtained.

Event description:
It was reported that the ventilator displayed a high air inlet pressure alarm during use on a patient. The patient was placed on another ventilator. No harm to patient was noted. The staff changed the filters, and checked all connections. They performed a circuit check and device check. The device check failed at the exhalation valve test. The next day, the service technician established that the ventilator's air regulator was stuck resulting in an air inlet pressure of approx. 30 psi.